Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source. In this case, the reporter did not provide the required information.

Event description:
Despite the fact that the embrace pump alarm sounded as an indication of a potential pump malfunction, the pt's pump delivery system was not checked. Consequently, the pt did not receive enteral feeding. This pt was admitted to the hospital overnight for observation because the caregiver was unable to obtain gastric residuals from the pt, as a result of the pt not receiving enteral feeding. Based on the available information, this specific case did not result in a life-threatening event, a permanent impairment of a body function or permanent damage to a body structure, nor did it require medical or surgical intervention to preclude permanent damage or impairment.